Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm. The proximal abdominal aortic neck was 24 mm in diameter. It was reported that the prior to the insertion of the valiant stent graft into the patient, the physician created a fenestration hole in the valiant stent graft. The fenestration in the stent graft was for the left renal artery. The fenestrated valiant stent graft was implanted just below the superior mesenteric artery and the fenestration was fitted to the left renal artery. It was reported that the final angiogram showed an unknown endoleak, possibly from the area of the fenestration. The physician elected to implant another valiant stent graft distally to the left renal artery, however, the unknown endoleak did not resolve. The physician believes the proximal type I endoleak will self-resolve. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Unapproved use of device (use of a thoracic stent graft used in the abdominal aorta). Conclusion: operational context contributed to event (use of a thoracic stent graft used in the abdominal aorta).